Event description:
This was a case of human error. During the implantation of the magnum+ implant on (B) (6) 2010, the surgeon slipped with an instrument and caused a vascular tear. Assisting vascular surgeon repaired vascular tear. Implantation was completed with no further incidences. The pt reported to be in good health.

Manufacturer narrative:
Conclusions: "no device failure". Dr. (B) (6) stated that there is nothing wrong with the device. "User interface contributed to the event". The instrument slipped from the physician's hand. The complainant reported that a tool simply slipped and caused the scenario, and the spinal elements' devices did not fail to perform in any way.